Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. All 3 failed per spec. 2 of 3 failed due to low readings 3rd sensors failed due to found cannula damaged/broken with broken part still in cannula canal. Also found 3 cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had a sensor error alert on the insulin pump. Customer also reported receiving a calibration error alert. Customer's blood glucose was 132 mg/dl at the time of the call. Troubleshooting found the customer had a bent sensor. Customer agreed to return the sensor for analysis.